Event description:
The physician was about to place the 2.5 x 13 cypher stent inside the patient when he noticed that the shaft was broken. The product was not clinically used.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.